Event description:
Customer called customer service on (B) (6) 2010 to inquire about freestyle test strips he had received. Customer service educated customer regarding the appropriate test to use with his freestyle freedom lite blood glucose meter and the customer disconnected the call. Customer then called again on (B) (6) 2010 to report that due to being sent incorrect test strips he has not been able to test and subsequently experienced headaches, vertigo, "was uncoordinated", "had numbness" and was "not in the right frame of mind" during the period (B) (6), 2010-(B) (6) 2010, resulting in a loss of consciousness. No third-party emergent intervention was reported. Customer self-treated by taking his normal diabetes medication, janumet. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Customer service arranged to replace customer's test strips via a field exchange. This report is being filed as a final report. No further investigation will be undertaken.